Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer 3 was failed and it was unable to open. The field service engineer (fse) had addressed an issue with auxiliary drawer 3, a full-height drawer displaying a "failed to stay closed" message. The fse replaced the inseparable latch, cleaned and inspected the drawer components, and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer three was failed and it was unable to open. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.